Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.

Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs for the event date (B)(6)-2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable adverse event due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and, following the procedure, reportedly experienced a pneumothorax which was moderate in size. The pneumothorax was treated with a chest tube placement and the patient was hospitalized for < 24 hours. The patient also had mild shortness of breath. The placement of a chest tube and hospitalization are considered medical interventions to preclude permanent impairment, and thus, this incident represents a reportable adverse event. At this time, the cause of the complication is unknown; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure for a left lower lobe lung nodule using a 21g flexision needle and third party forceps compatible with the ion system. The patient experienced a pneumothorax requiring a chest tube and hospitalization. Intuitive surgical, inc. (Isi) followed up with physician and obtained the following information on 20-july-2021: the physician used the flexision biopsy needle and third party forceps compatible with the ion system to perform the biopsy. The physician does not believe that the ion product caused or contributed to the pneumothorax and that the pneumothorax would have occurred via another modality. There was no malfunction of the ion system that occurred. The pneumothorax was identified post procedure, on a routine control chest x ray. The size of the pneumothorax was moderate, and it did not grow in size over time. The patient had mild shortness of breath. The patient was in hemodynamically stable conditions. Due to the size of the pneumothorax, a chest tube was inserted, and the patient was hospitalized for less than 24 hours. After discharge, the patient has not been experiencing any symptoms. Demographic information, medical history and relevant additional investigation were requested but so far has not been provided.